Event description:
Per the clinic, the patient developed an infection at the abutment site. The site was reportedly debrided (date not reported) and during the same procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was prescribed oral bactrim (dose and date not reported). This report is filed on april 25, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.